Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" had the white wire coming out of the j704 connector, the wire being kinked and damaged. The root cause for the damaged cable cannot be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.